Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that approx 15 months post stenting of the prox lad (pre-dilated) with a xience stent which was performed in 2007, the pt experienced angina and diaphoresis, starting sometime in 2008. The pt was re-hospitalized approx three months later, and an angiography was performed which revealed >=70% and <100% stenosis within the prox lad. This was treated with a competitor's des that day and resolved the following day. No additional event or pt information is available.